Manufacturer narrative:
### A supplemental report is being submitted for device evaluation and investigation completion . Product event summary: the controller ((B)(6)) and one battery with an unknown serial number were not returned for evaluation. A review of the manufacturing documentation confirmed that the associated controller met all requirements for release. Raw log files were not available for analysis. Review of available autologs report revealed one controller power up event with an associated pump start event was logged on (B)(6) 2021 at 04:58:09. Prior the loss of power, (B)(6) was connected to power port and (B)(6) was connected to power port two. After the loss of power, (B)(6) was connected to power port and (B)(6) was connected to power port two . The controller was off for 19 seconds. As a result, the reported loss of power event was confirmed, however, the reported poor mechanical connection event could not be confirmed due to insufficient evidence. A possible root cause of the loss of power can be attributed to a disconnection of both power sources. CAPA (B)(4) is investigating controller losses of power. Applicable risk documentation and experience with events of similar circumstances were considered; a possible root cause of the reported poor mechanical connection event can be attributed, but not limited, to connector damage, bent pins, and/or connector wiring failure. Additional products: d4: serial #: unknown h3: yes h6: FDA method code(s): b17 h6: FDA results code(s): c20 h6: FDA conclusion code(s): d14 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. ### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: dvfc3d4 ICD and 6935m55 lead implanted (B)(6)2018. Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: brand name: heartware ventricular assist system ¿ battery : asku device available for evaluation: no, mfg date: unk, labeled for single use: no, FDA conclusion code(s): medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was switching their power sources during the night and had several double power disconnects. The controller exhibited an unexpected loss of power. The patient thought that the battery wasn't fully connected. The patient was reeducated on proper battery connections and was reminded to ensure that the batteries are fully engaged prior to a power source changed. The controller and battery remain in use. No patient complications have been reported as a result of this event.